Event description:
A malfunction alarm was reported with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support arranged for the pump replacement and advised the return of the pump using a pre-paid label. There was no backup therapy available, and the caller planned to consult their healthcare provider.